Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. A clamshell repair kit was successfully installed on (B)(6) 2019 by an abbott representative according to hm ii perc lead field repair kit instructions (document 1009874, rev. C). The patient remains ongoing on (B)(4) and no further events have been reported at this time. Investigation of the separation of the silicone sleeve has determined that sufficient side loading applied on the silicone sleeve while it is connected to the system controller can contribute to the separation of the sleeve from the nipple of the metal connector. It has been determined that the separation is a design related issue and has been addressed by car (B)(4). The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clamshell repair was performed on site on (B)(6) 2019 with success.

Manufacturer narrative:
Approximate age of device ~ 5 years and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2013. It was reported that patient came into clinic for routine check up and they noted that the elastic on the driveline had separated from the metal connection. The patient was instructed to be very careful to not get moisture near the connection and that we would order a clam shell repair kit. No alarms were observed for the event.